Event description:
Device 1 of 2, reference MFR report: 1627487-2018-04864.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-04864. It was reported that patient experienced ineffective therapy after working in the garden. As a result, patient underwent a surgical procedure on (B)(6) 2018 wherein scs leads were explanted and replaced. Effective therapy was restored post operation.